Manufacturer narrative:
Evaluation: results: rupture, dissection, disease progression with iliac dilatation, implantation of palmaz stent. Conclusion: disease progression with iliac dilatation, implantation of palmaz stent.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm approximately 51 months ago. Aneurysm morphology was not reported. Vessel morphology reported 9 months ago there was disease progression with iliac limb dilatation. The physician elected to implant two iliac stent grafts. It was reported on an unknown data there was a dissection of the aortic neck and that the talent stent graft was not able to fully appose to the vessel wall due to the dissection. The physician implanted a palmaz stent, however, the dissection was not able to be sealed. The physician surgically opened the abdomen to repair the dissection. Vessel loops were used to wrap the proximal portion of the stent graft. It was reported one month ago, the patient presented with a ruptured aneurysm. An angiogram was performed and it showed a type 3 endoleak coming from a hole in the stent graft close to the flow divider. The physician implanted a 16 mm aneurx aortic cuff which was placed high across the crotch and appeared to have sealed the endoleak. The physician believes that the endoleak was related to the implant of the palmaz stent. No additional clinical sequelae were reported, and the patient is fine.